Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2009, inratio: 4.0, reference: 1.5, mean: 2.75, confidence limits: 1.7-3.8. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strips accuracy testing as part of the complaint investigation. Customer obtained error 411. Error code 411 is displayed when the impedance profile in the pt channel fails certain error tests imposed by the pt algorithm as it attempts to locate an inflection point that is an indication of the prothrombin (pt) time. These checks are made to detect conditions that indicate a failure of some type of errors such that a pt result is not displayed. These errors may be caused by strip issues or by user errors and it is not possible to determine the root cause of the failure. Investigation result: see scanned table. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out three replicates for both samples for lot #213040a are within the allowable bias. No discrepant results were established on in-house meters. These meet the above criteria, and then no further action is required. Conclusion: customer results analyzed and accuracy confidence limits were not met. Time elapse between results not provided. If the time elapsed exceeds 3 hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. Accuracy test performed with retain strip, in house meter, and accuracy met criteria. Product not expected to return. Insufficient information to determine root cause. As of 1/14/2010, 19 discrepant result complaints were reported for lot #213040 yielding a complaint rate of 0.005%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. Corrective action not required at this time.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2009, inratio: 4.0, lab: 1.5.